Event description:
The customer reported to olympus, during preparation for use, the power switch would not switch off, the power button is stuck in on position. There were no reports of patient harm associate with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation, the customer allegation was confirmed. In addition to the findings in the event, at evaluation it was determined that the video connector latch was worn out, causing poor connection and software upgrade in needed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the power switch was broken due the operating force applied to the switch and the number of times the switch was pressed had exceeded the original assumption. There has since been a design change to prevent reoccurrence. The subject device was manufactured prior to this design change. Olympus will continue to monitor field performance for this device.